Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was visited the emergency room on (B)(6) 2016 with hypoglycemia. The reporter stated that the patient had a blood glucose of 37 mg/dl with symptoms of dehydration and confusion. The patient was allegedly taken to the ER and treated with glucose tablets/gel. The patient had remained on the pump at the time of the call. The reporter reviewed the pumps history with a customer technical support representative and found that the basal history did not match the active basal program. The reason for the variation was determined to be caused by the patient manually changing their basal rates. The patient was referred to their healthcare provider for diabetes management issues. This complaint is being reported because the patient as allegedly went to the emergency room with hypoglycemia as a result of use error of the pump.